Manufacturer narrative:
Updated fields; b4, e2, e3, g3, g6, g7, h2, h6, h10, h11. Corrected fields; d1, d4, d10, e1, h4. A getinge field service engineer (fse) was evaluated the unit, but was unable to reproduce the reported malfunction. The fse checked the unit with a balloon for 40 minutes, and it worked properly. The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp. The fse check the unit with a balloon for 40 minutes and it worked properly. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) had an autofill failure. No patient harm, serious injury or adverse event was reported.